Event description:
Fractured right ventricular pacer lead, discovered. Replaced at the hospital eight days later. Fractured lead adherent to right ventricular surface and was not able to be explanted. It was capped and sutured to the underlying pacer pocket. The pulse generator was also explanted and replaced.